Event description:
An advocate stated they were uncertain if the customer swallowed a contour next test strip. They called the paramedics as a precaution but had not decided whether or not it was necessary to have the patient taken to the hospital. The call ended before further information could be obtained.

Manufacturer narrative:
The call ended before the customer's personal information or product information could be obtained. It's not possible to determine the manufacture date or 510k number without the product information.